Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited dislodgement and loss of capture. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information received reported that the lead dislodgement was not verified as the lead was in the same position as the initial implant. Exit block was therefore suspected. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed outer insulation damage approximately 26 centimeters (cm) from the terminal pin; exposing the outer coils. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported loss of capture was likely the result of the lead damage observed by the laboratory. The reported dislodgement could not be verified.

Event description:
Sending supplemental report to provide results of product investigation.